Event description:
It was reported that (1) device was used during a vascular procedure. It was reported by the affiliate that the msm20 had malformed clips and scissoring. The case was completed by using another instrument. There was no consequence to the patient.